Event description:
A customer reported an unexpected negative on the 3_cell screen on the echo.

Manufacturer narrative:
A review of the images from batch (B)(4) for sample (B)(4) shows that cell 2 is weakly positive, but call negative by the instrument. The sample was run on 3_cell screen lot r192 using capture-r ready indicator red cells (crric) lot 221751. The sample was re-tested on (B)(6) 2012, using 3_cell screen lot r192 and crric lot 221755. A review of the images from batch (B)(4) for sample (B)(4) shows that cell 2 is 3+ positive. The cell looks positive. A second sample, ID (B)(4) was drawn and tested on (B)(6) 2012, on batch (B)(4). A review of the images from batch (B)(4) for sample (B)(4) shows that cell 2 is 4+ positive. The cell looks positive. Switching to a new lot of crric resolved the issue. Crric lot 221751 expired prior to investigation. Review of records shows retention testing performed while product was in date resulted as expected.